Event description:
Device report 2of 2: reference MFR report: 1627487-2011-09344 the pt received the scs system on (B)(6) 2010. It was reported the pt had experienced a fall which changed the stimulation pattern. The pt felt shocking and a burning sensation around the ipg site. A full parameter diagnostic revealed contacts had high impedance values. The physician replaced both the ipg and the system lead. Pt reported coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Eval: results: visual inspection of the lead tied to channels 9-16 revealed fractured wires at approx 5cm from the strain relief. This is consistent with high impedance reading observed from channels 11-16. Marks consistent with electrocautery burn marks and discoloration were also observed on the lead segments. Due to the broken wires, no continuity testing was performed on the returned lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.